Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be manufacturing related. The product returned for evaluation was a 4.5fr microintroducer. No obvious use residue was observed on the sample. The distal end of the dilator was slightly curved. A split was observed on the distal end of the sheath. Microscopic inspection of the split revealed fiber-like strands spanning the length of the split. The features of the split suggested the damage was likely related to the manufacture of the device. This complaint will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, package was opened and inspected and the front of the microintroducer was found to be cracked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, package was opened and inspected and the front of the microintroducer was found to be cracked. No other information was provided.